Manufacturer narrative:
The full name of the initial reporter should read: (B)(6). It was shortened due to the character limit. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during service/test by the customer the cs300 was alarming "a.p optical sensing module failure". No patient involvement or adverse event reported.

Event description:
It was reported that during service/test by the customer the cs300 was alarming "a.p optical sensing module failure". No patient involvement or adverse event reported.

Manufacturer narrative:
(B)(4) 2017 (B)(4)the business unit in india reported that they were able to reproduce the alleged malfunction. The fiber optic assembly was replaced and the cs300 was released back to the customer for clinical use.

Event description:
It was reported that during service/test by the customer the cs300 was alarming "a.p optical sensing module failure". No patient involvement or adverse event reported.